Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a lobectomy procedure, when the surgeons tried to used it on the artery lingual, there were a strange metal voice and the reload were damage. The staple line was ok but the used reload was "broken" or damaged. They had to use 2 handles because it did not work properly. There was no patient injury.